Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and replaced the fiber optic sensor extension cable assembly and verified proper fiber optic fnction. The critical alarm battery was also replaced since it was due for replacement. The fse then performed all functional, pneumatic and electrical safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the fiber optic port of the cardiosave intra-aortic balloon pump (iabp) was damaged, since the customer had the fiber optic plug backwards and tried to force it in. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and there was no adverse event reported.

Event description:
It was reported that the fiber optic port of the cardiosave intra-aortic balloon pump (iabp) was damaged, as the customer had the fiber optic plug backwards and tried to force it in. This event was discovered before use on a patient. There was no patient involvement; thus, no adverse event was reported.